Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The patient was hospitalized for other indications, and about four weeks into the hospitalization (date unspecified), the patient was diagnosed with peritonitis. The cause of and treatment for the peritonitis were not reported. Subsequently ten days after the peritonitis diagnosis (stated to be ¿approximately six weeks after hospitalization¿), the patient passed away due to an unreported cause. It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing until the time of death. No additional information is available.